Event description:
It was reported by remote transmission the patient presented to the emergency department with complaints of syncope. The right ventricular (rv) lead showed non capture on the ventricular channel. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg), (B)(6) 2012. (B)(4).